Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was reported that the ¿cartridge smells like mold.¿ this complaint is being reported because the complaint may be indicative of a sterility issue and has the potential of affecting insulin delivered to the patient.